Event description:
Clinical study after a coronary artery drug eluting stenting treatment procedure a target vessel revascularization of taxus express2 3.00 x 20mm stent occurred. Theindex procedure treated a 80% stenotic lesion in the mid left anterior descending (lad) artery. The lesion was 20mmm in length and 3.0mm in diameter. The physician pre-dilated the lesion and placed a taxus express2 3.00 x 20mm stent. A dissection was noticed proximal to the taxus stent, which was treated with placement of a zeta stent. Following this, a dissection was noted distal to the taxus stent, which was treated with placement of another zeta stent. Following stenting, it was noted that the small to moderate sized 1st diagonal artery was occluded and a wire would not pass through the stent. The procedure was ended and thepatient was transferred to the ccu. The same day, the ccu, the patient began to experience chest discomfort with st changes. The patient was taken to the cath lab where coronary angiography showed high grade disease involving the 1st diagonal. The previously placed stents in the proximal and mid lad were patent. The lesion was wired but a balloon would not pass through. After several attempts to angioplasty the lesion, the procedure was ended and it was decided to treat the patient medically. There were no further complications reported and the patient was dischargd 3 days after the index procedure on plavix and aspirin.